Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37742 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was in (B)(6) in (B)(6) 2012 to (B)(6) 2012. While at her daughter's house in (B)(6) she fell down the stairs. The patient went to the hospital in (B)(6) but they did not know about pain stim. Since the fall, the stim was gradually not enough like it use to be. The patient believed something was wrong and may " need some juice." A loss of therapeutic effect was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).